Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that protaper gold rotary file broke. This is the third of 3 complaints. Was not able to retrieve the file. Patient was referred to a specialist. No patient injury. Dr kept the handle end to send back. (B)(4) ptgrs125 lot# 0000285063.

Manufacturer narrative:
Returned 2 sealed files and 1 file broken tip in an autoclave bag. Checked under microscope and found no manufacturing marks or defects. Root cause of breakage is unknown. A DHR review was conducted with no discrepancies noted.